Event description:
The caller reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and trying a different adapter and cable did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and coordinated with the customer on steps to take upon receiving the replacement, including allowing the old pump's battery to deplete and returning it to tandem.